Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The patient had severe hypoxemia during a superdimension enb procedure. The physician cancelled the procedure. If additional information is obtained a follow-up report will be submitted. (The patient later passed away on (B)(6) 2015 from a fall and brain bleed which was reported under MDR # 3004962788-2016-00013.)